Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response due to moisture damage on keypad traces. The insulin pump had a cracked display window corner, cracked lcd window, minor scratches on lcd window, cracked belt clip slot at battery tube threads area, broken reservoir tube lip and missing reservoir o-ring.

Event description:
Customer called reporting her insulin pump has physical damage and the buttons sometimes don't work. Customer's blood glucose level is 147 mg/dl. The device has cracks on the top and bottom of the casing and reservoir side. Pieces are falling off the device. There is small crack on the lcd screen. The lcd is fading. The buttons stopped working. Customer replaced the battery, but the buttons still won't work. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.